Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up arrow and down arrow keypad buttons were hyper responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2014 with the following findings: the keypad was found to be intact. The complaint of hyper-responsive keypad buttons was not duplicated during testing. The keypad cover was removed and no contamination was found under the key contacts. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked.